Manufacturer narrative:
Customer service assisted the facility on checking the power line and replacement of the power supply. During replacement of the power supply, scc f plus/f_win7 the customer observed the damage, but the cause of the failure was not provided. The issue was resolved with the part replacement. Review of the service history for the architect (B)(4) did not identify contributing factors and no additional issues of sparks were reported. The 2019 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The sparks observed was limited to a small area; damage did not spread to other parts of the instrument. A review of complaint and trending data did not identify any trends for tickets with replacements of the power supply, scc f plus/f_win7 part. A review of architect i1000sr tracking and trending data did not identify any systemic issues or trends related to the issue identified in this complaint. Manufacturing documentation for the likely cause part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. No specific patient information provided.

Event description:
The customer reported while restarting the architect i1000sr analyzer a spark was observed behind the pc. All cables were disconnected until maintenance could check the analyzer. No injury or impact to patient management was reported.